Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before it was sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector cover unit. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the air/water cylinder, in the jet tube, in the air/water tube, and on the plastic distal end cover of the device. The customer's originally reported issue of in ability to stop water flow was confirmed; the water was confirmed to flow without the operation of the air/water valve. The following additional findings were also noted: assorted stains, scratches, cracks, loss of color, loss of water tightness due to deformation of cover unit, bending angle in up direction not meeting standard value due to wear of the angle wire, and indicator on flexibility adjustment ring is unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during an unknown procedure, there were air/water insufflation problems with their evis exera iii colonovideoscope device; specifically, water was running without the pressing of the air/water valve, and the water flow could not be stopped. The customer noted that the air/water valve had already been replaced on this device, and the issue was reportedly limited to this particular endoscope. The customer received a loaner device to mitigate the issue in the short term. Upon inspection and testing of the returned unit on (B)(6) 2023, foreign material was discovered in the air/water cylinder, in the jet tube, in the air/water tube, and on the plastic distal end cover of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.